Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that there was a blockage in the 8.3fr catheter, which did not allow the wire to be passed through during an emergent percardiocentesis pc procedure. A new pc catheter was opened to assist in completing this procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and 1 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.